Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon was stuck in the scope after it was inflated. The customer also reported that the balloon could not be fully deflated. However, the balloon was able to be removed through the scope. The procedure was already completed successfully with the original device and no other device was needed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.